Manufacturer narrative:
(B)(4). Conclusion: actual device was returned for evaluation. Visual inspection was performed and the device was returned with the cannula cap detached from the cannula tabs and missing. Functional inspection was performed and the device worked as intended. The device was disassembled and no damages were found on the internal components. It is possible that the cannula cap detached due to excessive forces applied to the device during use. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent ventral hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure while firing the device, the cannula bent and the handle locked into place not allowing any straps to fire. A like device was used to complete the procedure. Upon product evaluation, the device was returned with the cannula cap detached. There were no adverse patient consequences reported.